Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the battery voltage of the x-ray was low. When the umbilical cable was disconnected the level gauge fell immediately. There was no patient present when this issue was observed.

Manufacturer narrative:
Device evaluation: the batteries were returned to medtronic for evaluation, and the reported complaint was confirmed. The batteries failed visual inspection due to batteries expanding from overheating. All batteries measured between 0.99 to 11 vdc which is under the required 12 vdc. Analysis determined there was an electrical failure with the returned batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the battery charger board was returned to medtronic for evaluation. The reported issue was confirmed. The battery charger board failed visual inspection due to electrically over stressed component, which prevented the board from being tested. It was determined that there was an electrical failure with the battery charger board. If information is provided in the future, a supplemental report will be issued.